Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 41mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery (sfa). A 6.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during inflation before reaching the nominal burst pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patent status was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery (sfa). A 6.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during inflation before reaching the nominal burst pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patent status was stable.

Manufacturer narrative:
Age at time of event - 18 years or older.